Manufacturer narrative:
6/23/2005 - initital report sent to the FDA.

Event description:
The device was used during an unspecified procedure. Reportedly the specimen pouch disengaged from the instrument which the surgeon was able to retrieve without pt injury.